Event description:
Device 2 of 2. Reference MFR report #1627487-2013-19121. It was reported, the pt had an aneurysm two weeks after the scs system was implanted. The pt experienced paralysis from the chest down and bladder and bowel issues. The physician explanted the scs system. The pt was in the hospital for a month then transferred to a rehabilitation center. The pt is regaining her functions. The physician does not believe the aneurysm was related to the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.